Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature. The article can be found at https://doi.org/10.3390/jcm14061898 the reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by dr stefan bauer from service d orthopedie, centre de l epaule et du coude. The title of this article is from grammont to a new 135 degree short stem design two hand lever test and early superior lateral dislocations reveal critical role of liner stability ratio and stem alignment, published in march 2025, which is associated with the stryker tornier perform and tornier flex systems. The article can be found at https://doi.org/10.3390/jcm14061898 during the review of the literature, it was not possible to establish specific device details or patient information, and at this time no additional device information is available. It was reported that 1 patient experienced superior lateral dislocation, which required revision.